Event description:
(B)(6) "hhm" reported for pt. Said she was at pt's home doing infusion last friday, (B)(6) 2022. Had some issues with pump while it was ramping up. Was supposed to ramp up from 20 ml/hr up to 100 ml/hr, but got stuck at 40 ml/hr. She called and a rph walked her through reprogramming pump from 60 ml/hr up to 100 ml/hr to finish out the infusion. After hanging up she said it started at 60 ml/hr, but then dropped down to 55 ml/hr and got stuck there. She finished out infusion but took longer than it should have. Indication: other specified disorders involving the immune mechanism, not elsewhere classified. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; did we replace the device? Yes; did the pt have a backup device they were able to switch to? No. Reported to (B)(6) by pt/caregiver.